Manufacturer narrative:
The event of inability to disconnect could not be confirmed. Visual analysis was performed on the header and no anomaly was noted. Mechanical testing was performed on a and v channel and no anomaly was noted. Lead insertion and removal test was performed and the test lead could be inserted and removed without excessive force. Further electrical analysis was performed, no anomalies were noted, and device was in normal range of operation. Longevity assessment was performed, and device had appropriate remaining longevity.

Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. During the procedure, the set screw was unable to be loosened using two different hex wrench tools. A third hex wrench tool was used and the set screw was able to be loosened. The patient experienced asystole due to the difficulty removing the set screw. The patient was in stable condition following the procedure.